Event description:
During a follow-up after interrogation, high lead impedance and high thresholds were observed. Pvc undersensing was also noted. Lead dislodgement was suspected. During the lead reposition, perforation was observed via fluoroscopy. The lead was explanted. Patient's blood pressure dropped for few minutes and then returned back normal.

Manufacturer narrative:
No medwatch form was received analysis was normal. No anomaly found. A lead tip stiffness test was perfomed and was found to be within specifications.